Event description:
User facility reports a needlestick incident that occurred when employee was removing needle from pt at the end of treatment. Pct may not have followed instructions for use which state "..pull smoothly and continuously (keeping needle angle constant) until wings are secured with audible or tactile "click" and "visually confirm masterguard is locked over needle and wings are securely held behind locking prongs". Enployee received tentanus shot. Blood tests for the pt and the pct were negative. This MDR is submitted per FDA neediestick guidance issued in 2002 which states that "admin of a telanus shot..is considered med intervention" requiring submission of an MDR serious injury adverse event report.